Event description:
The customer reported that during a cystoprostatectomy, the device did not seal the tissue completely based on the surgeon's visual observation. The generator in use provided an end tone, indicating a completed seal cycle. There was no bleeding or pt injury. The surgeon opened a second instrument and successfully completed the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.